Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a settings not available/out of regulation (oor) screen on the controller. The impedances were tested and electrode 6 had impedances of over 40,000 ohms and displayed ¿do not use.¿ the manufacturer representative programmed around electrode 6 using electrodes 4 and 5 and encountered an oor screen. The ins was set to 1000hz and 200us. The patient reported that their back had been ¿popping¿ lately. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-04. It was reported that the cause of the high impedance on electrode six was not determined, but the rep was able to reprogram the patient avoiding electrode six. The rep also reported that the high impedance was not resolved, however the settings unavailable screen had been removed. There were no further complications reported or anticipated.